Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been encountering high blood glucose levels since changing out the site. The customer reported a bg level of approximately 200 mg/dl (exact value not provided). The customer attempted to treat elevated bg levels by administering an injection. System check was performed with tandem technical support and the pump performed as intended. Per recommendation by tandem technical support, the customer changed out the site and the issue resolved. No further assistance required.